Event description:
Proximal locking screw in a t2 tibia nail was broken sometime between surgery date and the patients first follow-up visit

Manufacturer narrative:
Referring to product inquiry the locking screw is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected screw revealed no conspicuities in material or manufacturing. The device reported was not returned to stryker kiel, as it is still implanted. Thus, a physical examination of the broken screw was not possible. The available information and the x-rays provided were forwarded to a hcp for review. His comments:unstable shaft fracture of the right tibia with additional fracture of the fibula. Unintended auto-dynamyzation; occurred (due to only one proximal locking screw); poor surgical outcome in terms of biomechanics; broken proximal locking screw; clear surgical error: in this case, the screw breakage was predictable because proximally the nail was locked statically only with one screw (distally three screws were used). If the nail had been proximally locked with two or three screws [see t2 tibial nailing system operative technique"]; it would have remained stable. However, the current situation (broken screw, position of the nail) is not critical from a clinical point of view with strict adherence to reduced weight bearing. According to information received, the screw breakage had led to limiting of weight bearing (before: weight bearing as tolerated, after screw breakage: "toe touch weight bearing"). Based on the above, it can be assumed that the breakage of the proximal locking screw is not linked to a deficiency of the device, but is rather user related (surgical error, deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Proximal locking screw in a t2 tibia nail was broken sometime between surgery date and the patients first follow-up visit.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.